Event description:
It was reported that the device was contaminated. No additional info has been provided by the hosp to suggest that a death or serious injury has occurred. Info learned from implant pt registry.

Manufacturer narrative:
Device not returned.